Event description:
It was reported that the insulin gauge was inaccurate. There was no adverse impact to the customer¿s blood glucose level. Technical support advised caller to remove air from the cartridge before filling. Caller understood instructions but declined to load a new cartridge, opting to continue using the current one and follow up if necessary.